Event description:
The customer reported experiencing an issue with their blood glucose level, indicated as "high" on their device. There was no specific value provided, but it was noted as high. To address this, the customer administered a correction injection through multiple daily injections (mdi) and did not require assistance from a third party. Technical support assisted the customer in updating their basal rate settings as desired, but did not advise contacting a healthcare provider for setting updates.